Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The retention samples of the claimed lot were analyzed and no defective samples were found. The production processes are validated according to the defined acceptance criteria. H3 other text: see h10.

Event description:
It was reported that the needle precision glide 21x1in experienced a defective needle. The following information was provided by the initial reporter: in the use for blood extraction, the biochemist says that at the time of using them we realize that they are defective, making a good extraction impossible and the patient reports that it was more painful than usual. Bevel defect making extraction difficult and more painful for the patient. She did not report other major damage to the patient or the professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle precisionglide 21x1in experienced a defective needle. The following information was provided by the initial reporter: in the use for blood extraction, the biochemist says that at the time of using them we realize that they are defective, making a good extraction impossible and the patient reports that it was more painful than usual. Bevel defect making extraction difficult and more painful for the patient. She did not report other major damage to the patient or the professional.